Manufacturer narrative:
New information was added to section the incident sample was requested but the customer has indicated that the device is not available for return. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, there was an inadequate seal after the procedure. No patient injury resulted. Further information received stating there was no bleeding after the procedure. The issue occurred during a gastroplasty, and a new ligasure device was used successfully with the same generator.

Manufacturer narrative:
Date of initial report: 2017-06-06. The incident sample was requested but the customer has indicated that the device is not available for return. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported bleeding after a procedure where the device was used, which may have occurred from an inadequate seal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.